Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, despite physician recommendation, the patient refused to have replacement procedure as they are not pacemaker dependent. No adverse patient effects were reported. Additional information was received. This pacemaker was replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. However, despite physician recommendation, the patient refused to have replacement procedure as they are not pacemaker dependent. No adverse patient effects were reported. Additional information was received. This pacemaker was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and subjected to a process-controlled evaluation upon receipt at our quality assurance laboratory. External visual inspection of the device case identified tool marks present. There was a small hole noted in the right atrial seal plug, but the right ventricular seal plug was intact; both setscrews moved freely. The device was interrogated, and a review of the diagnostic data confirmed a low voltage alert (code 1003) was recorded on 02 january 2023. The battery voltage measurement was 2.72 volts, and the device had reached battery capacity depleted status. A review of the daily battery measurements noted a depletion pattern consistent with a high-power consumption or degraded battery. Electrical testing was conducted and identified a high current drain in one of the device's power supplies. The device's titanium case was opened to facilitate detailed analysis on the internal components and an odor consistent with electrolyte fluid was immediately noticed. Visual inspection revealed the battery liner was stuck to the battery, and there was a white opaque film present inside the liner. The battery liner was removed, revealing a weld breach above the battery that was the source of the electrolyte fluid leak from the battery cell. The battery was removed, and an external power source was then connected to the internal circuitry to evaluate the device's pacing and sensing functions using automated electrical and functional testing. The device operated appropriately. The battery was subjected to detailed testing; however, the cause of the weld breach could not be determined through physical testing.